Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit was monitored. Pump passed sleep current measurement, active current measurement and self test. No battery heating up was noted. Unit was received with the following cosmetic damages: battery cap contact missing, scratched case, pillowing keypad overlay, cracked case, battery tube threads - cracked, and cracked case (battery tube). In summary, customer allegations for cosmetic damage were confirmed during visual inspection when cracked on the battery tube, cracked on the battery tube threads and missing battery cap metal contact was noted. No battery heating up was noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a damaged battery cap, missing or damaged metal contact, and physical damage in the form of a crack and chip on the battery compartment after pushing the battery contact. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed for the battery cap or cosmetic damage, as the customer was instructed to discontinue use, revert to their backup plan, and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.